Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings and as a result experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who provided unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings and as a result experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who provided unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.